Event description:
It was reported that the pacemaker dependent patient's right ventricular (rv) lead exhibited high pacing impedance. The physician implanted a new lead for conduction system pacing on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.